Event description:
On or about (B)(6) 2016, the user was in a hospital for a fractured hip and other medical issues. On or about december 2016, the user was discharged from the hospital, and admitted into a rehabilitation center. On or about (B)(6) 2016, the user was discharged from the rehabilitation center, and, at the time of discharge, was ordered a lift to elevate user in her house. The (defendant) delivered the lift, and assembled it, but did not show the user how to use it. There was a sharp metal object on the lift that was not covered with a plastic or rubber piece to prevent injury. This sharp metal object was supposed to turn around once the patient was using the lift, but it was not working properly when the lift was delivered to the user. On or about (B)(6) 2016, the user's caregiver and the user's son were transferring the user to her wheelchair. While the lift was in use, the sharp object cut the user's leg. The user required 15 stitches with 3 internal stitches inside of her leg - she had to be on antibiotics and get a tetanus shot.